Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late and rupture.

Event description:
Healthcare professional reported inflammation, ¿moderate amount of surrounding effusion¿ and ¿multiple prominent lymph nodes are noted axilla, largest one measuring 10 x 7 x 10mm¿ on left side. Upon explant surgery, the device was noted to be torn. The device has been explanted.